Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/01/2024, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2023, it was reported that the patient experienced a skin reaction with rash, redness, blisters, and drainage extended beyond the patch perimeter which occurred after the sensor had been inserted in the arm. The area was prepared with alcohol before placing the sensor on the body. The patient was brought to the hospital for 6-7 days due to the skin reaction from dexcom g7 wearable. The patient was brought to the hospital and was admitted when his arms started blistering and watering and it extended outside the patch perimeter. The patient was administered antibiotics through an IV bag and some medical cream was applied on his arm. The patient was in good condition at the time of report. No additional event or patient information is available.